Event description:
It was reported that t:slim x2 pump battery would not charge even though caller used standard charging cable, wall adapter, and working outlet. There was no adverse impact to the customer¿s blood glucose level. Caller tried leaving pump connected to power and then used different charging supplies, after which pump began charging successfully, so no further assistance was required and pump did not shut down or become unusable.